Event description:
It was reported that a patient underwent an x-stop procedure at two levels l2/l3 and l3/l4. Approximately 15 months postoperatively, the devices were removed due to errosion of the spinous processes at levels l2/l3 and l3/l4, and recurrent stenosis at level l2/l3. Lumbar laminectomy was performed. The procedure was completed successfully. Lumbar spinal stenosis symptoms were treated. Patient's status is good. No additional information was reported.